Event description:
Manufacturer employee reported mislabelling of stimulator device. The nurse who filled out the paperwork indicated the stickers in the box were different than what was on the registration form. She asked that the wound be reopened and that someone read the s/n to her right from the can. She changed the registration form. She did indicate the box was not sealed and that there may have been an opportunity to mix up the paperwork. No report or device explanation.